Event description:
The pump was configured for use with only the b-d syringe types since this is what the clinicians requested for their regular use. In this case, an infant was admitted and an order for lipids was given. This treatment was out of the hospital's normal care process. The lipids came in from an independent pharmacy company for the pt contained in a pre-filled monoject syringe. The monoject syringe was loaded into the pump and was incorrectly confirmed in the programming process. During programming the pump displays the syringe type and asks the user to confirm the displayed type. In this case the user did not confirm the syringe type. This mismatch of syringe type in the program resulted in an overinfusion of lipids to the infant . No pt issues resulted.